Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to damage. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, the comb and cutter are chipped and the ratchet handle is missing. No patient involvement or impact. Due diligence information is complete as no additional information indicated. During device evaluation the cutter failed the sample mesh due to damage.